Event description:
On 9/13/96, a MFR customer service rep transferred a call from the facility's manager, systems & supply to the MFR's manager, product complaints & litigation. The facility's manager, systems & supply state that she had received a device tracking polling letter concerning a defective device which she had tried to return to the MFR previously; however, she was allegedly informed by someone in customer service that this was not possible. The MFR's manager, complaints & litigation asked the facility's manager, systems & supply in what manner was the device defective and she stated that she did not know. The only thing on the device, which is still in her inventory is a note from an or nurse which states "device defective, 4/3/96." The MFR's manager, product complaints & litigation informed her that he would have to investigate why the device could not be returned and that someone from the MFR would contact her with a reason or with an authorization number for return of the device for analysis.